Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed a "code 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; during evaluation of the device it was confirmed that the calibration software was ran incorrectly by the customer causing the reported malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.